Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a perforation occurred in 2008. The incident was defined by a significant change in pacing and sensing parameters together with chest pain and/or evidence of lead migration beyond the cardiac silhouette at x-ray or echocardiography. A lead revision was performed at that time.